Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 702 mg/dl with a high ketone level determined to be life threatening by a health care provider. It was reported that ongoing intermittent occlusion alarms occurred. Prior to being admitted, in an attempt to treat the elevated bg, the customer administered a manual injection of insulin to address the bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of call with customer technical support the customer had not yet been released. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.